Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was dropping clips. A competitors device was used to complete the case. There was no consequence to the patient.